Manufacturer narrative:
This report is submitted on march 20, 2023.

Event description:
Per the clinic, the patient experienced an extrusion, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2023, to reposition the receiver/stimulator. The implanted device remains.